Event description:
A caller reported experiencing a cartridge alarm during the load process, specifically cartridge alarm 20, which prevented them from loading a new cartridge. Fortunately, this issue did not adversely impact the customer's blood glucose level. In response, the customer support team arranged to replace the pump and advised the customer on backup therapy using multiple daily injections (mdi) to ensure continued insulin delivery. The customer was informed that the replacement pump would come with updated software, and they were given instructions to return the faulty pump to tandem and program the new pump with their settings.